Event description:
It was reported that the device was found to have a tidal volume rebound problem. No patient involvement was reported.

Manufacturer narrative:
One device was received and evaluated. Visual inspection was performed and there was no physical damage observed. The rotary flow valve was found faulty and was replaced to remedy the reported issue. There is a corrective action open to address the reported condition.